Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remoted into the server and ran the server downtime query, which showed no issues. The tss ran the critical override (co) history and found that the device was in manual override. The interface down delay query was also executed and showed no issues. The tss logged into pyxis enterprise server (pes) and health sight viewer (hsv) and found no issues. Further checks in hsv confirmed that there were no communication issues. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication was not showing in pyxis for profiled medication on multiple patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.